Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of bleeding was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed clinical feedback. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. System logs are not available for review. No changes need to be made to the product or qms processes. This adverse event is associated with an unspecified hazard. No additional actions are required as this known complication will continue to be tracked.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The physician stated that the bleeding incident was minor and uneventful. Additionally, the physician stated that the complication was not related at all to the ion system, and there was no additional information she wished to provide since it did not relate to the function of the ion system. The patient reportedly had existing unspecified liver issues which contributed to the bleeding. The following information is unknown: the cause and source of the bleeding, the blood loss volume, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.